Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04) - im nail. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient that had an initial procedure approximately 11 years ago. Subsequently, at their last clinic visit about 10 years ago the patient was alleging ongoing pain and the fracture had not yet reached radiological union. Patient was continuing to undergo treatment with exogen stimulator and continued ongoing protection from weightbearing with crutches was necessary. The impact on the patient was moderate in severity. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10: unknown 6.0mm cancellous screws for distal screw holes ; unknown 5.0mm cortical screws for proximal screw holes. G2: UK. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.